Event description:
Pt underwent a revision of the cervical construct due to back out of 2 screws. According to the rep who was present at the time of the revision surgery. The surgeon stated that he felt that the screws were not locked down properly. The original surgery occurred about 10 months earlier.